Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced loss of therapy. The ipg would not communicate with external devices. As a result, surgical intervention may take place to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced.